Event description:
The pt was placed on ECMO (extracorpeal membrane oxygenation). Without any indication or alarm, the roller head (ECMO pump) stopped. The pt was immediately clamped off ECMO. The roller head pump was restarted and the pt was placed back on ECMO. The pump was eventually replaced with the back up rollerhead. Someone from the company came in to look at the machine and it was determined that the motor circuit board was to blame, not the rollerhead. Although the patient expired, it had nothing to do with the incident reported.

Manufacturer narrative:
(B)(4). The customer technical advocate (cta) followed up with the customer and recommended replacing the lyse syringe as the customer had reported seeing bubbles inside of the syringe. In addition the cta stressed the importance of proper mixing and handling of samples per specifications. The cell-dyn 1800 system operators manual was reviewed and was found to contain adequate information to assist in problem identification, isolation and corrective actions and information regarding as required maintenance; instructions on replacement of the lyse syringe. Customer complaint data was reviewed and no adverse trends were identified. Based on the investigation, no product deficiency was identified for the cell-dyn 1800 related to the reported issue.

Event description:
The account stated that the celldyn 1800 analyzer generated a hemoglobin (hgb) result of 7.3 g/dl. The patient went to another facility and a hgb result of 9.1 g/dl was generated. The patient was given a blood transfusion based on the hgb result of 7.3 g/dl. No further patient information was provided.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.